Manufacturer narrative:
Investigation: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures,and shipped according to manufacturer's specifications. Surgeon, x-ray, information analysis: it was reported that  "the patient is unhappy with her appearance, especially her right hump; for this reason her parents insist on posterior spinal fusion (psf)." Apifix clinical affairs confirmed that this patient was out of indication for the device. This patient had a primary cobb angles of 64° and lateral bending 42° (mid-c IFU  - indicated for use in patients having a cobb angle of up to 60 degrees which reduces to less than or equal to 30 degrees on lateral side-bending radiographs) this patient was out of indications with lateral bending above 30 degrees. As expected in such cases the correction was suboptimal. In such poor correction, the probability or a ratchet problem is higher. The best assumption, from similar past cases, was that tissue growth into the ratchet mechanism may have contributed to the problem. The poor correction to above 40 degrees enables easy rod distraction that moves the locking tooth. In th case of a tissue inside the mechanism, the locking tooth may have a "slow return" to its position, resulting in ratchet backup. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of the ratchet malfunction has been assessed and found to be acceptable. This event does not increase the probability rating. The total rate of ratchet malfunction for any reason posts eco- 59 (stopper pin) is 1.31%. The company continues to monitor the effectiveness of the mitigation. The risks have been quantified, characterized, and documented as acceptable within full risk assessment.

Event description:
Patient (B)(6) index procedure was performed on (B)(6) 2020. On 26-jul-2022, apifix was made aware that patient (B)(6) is scheduled for a revision surgery on (B)(6) 2022 due to a ratchet malfunction and subsequent mild back pain.